Event description:
It was reported the patient¿s device was removed because it was no longer functioning and the patient no longer needed it. No patient outcome was provided. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 748925, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2013, product type extension; product ID 748925, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2013, product type extension; product ID 3999, lot# j0519281v, product type lead; product ID 7435, serial# (B)(4), implanted: (B)(6) 2005, product type programmer, patient; product ID 399930, lot# j0519281v, implanted: (B)(6) 2005, product type lead. (B)(4). No device analysis was performed; the device met risk based criteria.

Manufacturer narrative:
Analysis of the lead found no significant anomaly. It was noted that the lead body was cut through. Analysis of the implantable neurostimulator (ins) found no significant anomaly. It was noted that the ins was not in new condition. Analysis of extension serial number (B)(4) found no anomaly. Analysis of extension serial number (B)(4) found no anomaly.

Manufacturer narrative:
Concomitant product(s): product ID: 748925, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2013, product type: extension. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2013, product type: extension, product ID: 3999, lot# j0519281v, product type: lead, product ID: 7435, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient. Product ID: 3999, lot# j0519281v, product type: lead. (B)(4). Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete.

Event description:
Additional information received reported that the event was attributed to the lead. It was noted that the patient had his stimulator checked in the past and was told that the leads were broken. It was further noted "according to the patient he was checked by a manufacturing representative." It was noted that surgical intervention occurred and that the ins, lead, and extension were explanted. It was noted that the patient required hospitalization due to the event. It was noted "outpatient for removal." It was further noted that the patient stated that it had been five years since he turned the stimulator on. It was noted that it never helped that much and he wanted it removed to have an MRI.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.